Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly found.

Event description:
It was reported that patient received a patient notification. Upon interrogation, there was an exit block on both leads. Lead dislodgement was observed via x-ray. Leads were found twisted at the device. Leads were explanted and replaced.